Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected. Updated: d4; g3; h2; h3; h4; h6. Visual examination of the returned product identified the device is fractured into two pieces in the center at the knob. Strike plate shows indentations from previous uses. Threaded tip and handle body show nicks and gouges. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in spain. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the cup inserter broke. The instrument broke after use and not during a procedure. Attempts have been made and no further information has been provided.